Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was to be used during an endoscopic retrograde cholangiopancreatography (ercp) and endoscopically performed biliary drainage (epbd) procedure performed on (B)(6) 2011. According to the complainant, during preparation, the balloon was noted to leak when tested outside the patient. The procedure was completed with another cre balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed no defects to the catheter of the device. Functional testing was performed. The device was attempted to be inflated and was noted to leak from a pinhole in the balloon material. Therefore, the complaint that the balloon leaked was confirmed. It is possible that the balloon came into contact with a sharp exterior source during preparation; therefore, the most probable root cause for this event is handling damage. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.